Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.

Event description:
It was reported that there was a large crack to battery compartment. The customer¿s blood glucose was 10 mmol/l. The customer stated that the insulin pump was exposed to water. The device will be returned for the analysis.